Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The root cause could not be identified or determined conclusively. (B)(4).

Event description:
An optometrist reported mild cloudy/blurry vision in the right eye one day post lasik. Topical steroid dosage was increased. Flap was lifted one day later. The patient is happy.